Event description:
It was reported that a patient presented remotely with over-sensing of myopotentials noted on the patient's implantable cardioverter defibrillator, resulting in pacing inhibition. The patient will continue to be monitored and no patient consequences were reported.